Event description:
On (B) (6) 2010, pt reported, she has received elevated blood glucose readings. Pt stated, she thinks this is due to insulin collecting at the luer lock when she boluses. Pt reported this morning, she ate, gave herself a bolus and took her blood glucose reading with a result of 194mg/dl. Pt's normal blood glucose range is 97-110 mg/dl. Pt stated, she disconnected from the luer lock and noticed the insulin had gathered there. Pt reported, she primed her infusion set and the prime went through successfully. Pt stated this has been an issue for the past 4 months. Pt reported, she changes her infusion tubing every 4-7 days. Advised it is recommended to change the infusion tubing every 6 days. Pt stated, the infusion device has given no alerts or errors. Pt reported, she does not always allow her insulin to get to room temperature before inserting it in her infusion device. Advised pt to call the insulin MFR to find out their recommendation for the length of time insulin should be in plastic cartridge and used. On call back from pt on (B) (6) 2010, pt reported she woke up with a blood glucose of 168 mg/dl this morning which was higher than normal for her. Pt tested again while on the call and her blood glucose is currently 149 mg/dl which she felt was normal. Pt stated, she is using the same infusion tubing from (B) (6) 2010, that was pooling at the luer lock connection. Advised pt to change out the infusion tubing. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.